Event description:
The ventilator has a ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm which is used to trigger ventilator breaths synchronous with the pt's breathing efforts. It was reported that after eight days of use the edi catheter asynchrony was seen and it was not possible to restore the synchrony. The catheter was removed and fractures on the catheter were observed. A small part of the catheter was missing and was later defecated naturally. There was no pt injury related to the incident.